Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device needs the bezel assembly replaced. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The bezel assembly will be replaced upon parts delivery, performance assurance testing will be performed, and the device will be returned to the customer.

Event description:
It was reported to philips that the device needs the bezel assembly replaced. There was no reported patient involvement.